Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sp monopolar cautery instrument for failure analysis. The instrument was analyzed and found to have an instrument tube adapter broken and a piece measuring approximately 0.137" x 0.143" missing and not returned for evaluation. The instrument passed electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, inspection of the sp monopolar cautery instrument identified that the tip was broken off. Planned use of the instrument was discontinued. The user continued the planned procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative stated that the tip broke off while removing the disposable piece. It did not break off in the patient.